Manufacturer narrative:
Examination of the returned devices by a depuy material scientist finds the reported scratches appear to be from normal wear. Profilometry measurements on scratches of both femoral component and tibial tray surfaces show similar roughness, which suggest these scratches are unlikely to be induced by foreign metal particles. It was noted that the submitted tibial tray only had bone cement and attached bone on one side but not on the other side. No material defects, nor third body debris were observed embedded in either the femoral component surface or tibial tray insert surface. Review of provided patient operative notes and x-ray does not lend to any conclusions regarding the reported event. Review of device history records found no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision of knee because of loosening of the tibia. Scratches on the tibia and lamellar scratches on the femur. There was a considerable metallosis in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.